Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a vizigo sheath for which biosense webster¿s product analysis lab (pal) identified the hemostatic valve broken in the star section. During the procedure, the sheath did not deflect in the direction expected. It deflected in the opposite direction. A second device was used to complete the procedure. There was no adverse event reported on the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 01-sep-2025, the hemostatic valve was broken in the star section and several bents along the shaft were also observed. The event was originally considered non-reportable, however, bwi became aware of the hemostatic valve broken in the star section on 01-sep-2025 and have assessed this returned condition as reportable.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 25-aug-2025. A visual inspection and deflection test of the returned device were performed. Visual analysis revealed that the hemostatic valve was broken in the star section and it was also observed that there were several bents along the shaft. Deflection testing was performed, and the deflection mechanism failed specifications due to the puller wire was found broken inside the handle. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force manipulation was applied. A device history record was performed for the finished device batch number, and no internal actions were identified. The deflection issue reported by the customer was confirmed, the potential cause for the puller wire broken could not be established. The valve broken condition is unrelated to the customer complaint. The bent condition could be related to the handling of the device after the procedure or during the shipping process; however, this cannot be determined. The instructions for use (IFU) contain the following information: do not attempt to insert a catheter having a distal tip or body size larger than 8.5f as indicated on that product label. Doing so may compromise the structural integrity of the sheath or the device being used, and/or lead to the failure of the sheath or device being used. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15) / component code: steering wire (g04121) were selected as related to the customer¿s reported ¿deflected in the opposite direction¿ issue. In addition, biosense webster inc. Analysis finding of the ¿puller wire was found broken inside the handle¿. -investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the biosense webster inc. Analysis finding of the ¿hemostatic valve was broken in the star section¿. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the biosense webster inc. Analysis finding of the ¿several bents along the shaft¿. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).